Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that genesys hta procerva procedure sets was used in a procedure performed on (B)(6) 2020. According to the complainant, the physician dialated to 23 fr and was assured that she got a good seal and did not see any significant fluid loss before initiating the ablation process. Six minutes into procedure, the physician stated that hot fluid rushed out and burned the patient's vagina. The physician decided to abort the procedure and begun cooling process. Reportedly, error message check for fluid loss appeared on the console. The patient was referred to burn physician to consult on burn site.